Event description:
Covidien received information stating that while in use on a patient the 840 ventilator display had lines running down the screen. The patient was removed from the ventilator and placed on an alternate ventilator. There was no negative patient outcome reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The cse performed extended self-testing on the device and all tests passed. (B)(4).